Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.